Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4)

Event description:
The healthcare provider (hcp) reported via the user facility that the generator was replaced on (B)(6) 2015 due to shocking. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis.